Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.